Event description:
It was reported that a implantable cardiac monitor (icm) failed to interrogate during device preparation for an implant surgery. Device was not used and replaced. No patient was involved

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. A complete device was returned for analysis. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed found no anomaly with the device and the device was able to establish communication with merlin programmer successfully. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.